Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in the advanced position and locked. The cartridge was correctly engaged into the device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at microscope magnification was performed. Lack of lubricant material was observed in the device. The cartridge was cracked and the tip was deformed. Part of the intraocular lens was stuck at the cartridge tip, the other part was observed damaged sticking out the cartridge tip. The reported issue was verified. The condition in which the sample was returned is consistent with a product that was handled and prepared for surgical use. Based on the analysis, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was coming out of the side of the pre-loaded cartridge. There was patient contact but no patient injury, there was no vitrectomy, no incision enlargement, no suture used and no patient anatomy issue. Attempts were made to contact the customer account requesting additional information; however, no response was received. The product was returned and it was noticed that the cartridge tip was damaged/deformed. No additional information was provided to johnson and johnson surgical vision, inc.